Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during routine follow up that this pacemaker exhibited a large decrease in estimated battery longevity. This device was scheduled for replacement. Currently this device remains in service. No adverse patient effects were reported.

Event description:
It was reported during routine follow up that this pacemaker exhibited a large decrease in estimated battery longevity. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.